Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) confirmed the reported complaint. The pst found that the roller pump lid was broken and the magnet inside the lid had fallen in and attached itself to the guts of the roller pump preventing it from being able to turn. The unit did not operate as intended.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not rotate properly and would lock up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to that patient.